Event description:
Boston scientific (formally guidant) received information that this cardiac resynchronization therapy defibrillator (crt-d) was replaced as it reached the elective replacement indicator (eri). On june 17, 2005, guidant (now boston scientific) issued a notification letter to physicians on this device model.